Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited elevated thresholds due to patient anatomy. The lead was turned off. Additional information indicates that this lead was explanted due to chronic high threshold during device change out. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis showed that the returned lead was severed in two segments from the terminal pin. The lead segments passed resistance testing with no anomalies found on the lead tip.

Event description:
Additional information indicates that the left ventricular (lv) exhibited dislodgement.